Event description:
The customer reported the initial boot-up of the table had an error message displayed. A re-boot of the system was without incident and the system worked correctly for the case.

Manufacturer narrative:
Error code displayed. The ge service rep could not duplicate the problem. He re-booted the slystem numerous times without an error or comment displayed. The system performs as intended.